Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/04/2010, 06/17/2010, and 06/18/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4). (B)(4).

Event description:
Adverse event(s): "vision, in both eyes, is worse now than before; blurry at all distances" (vision, impaired); "dark spots" (visual disturbances). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A consumer reported that following bilateral intraocular lens (iol) implant surgeries, her vision is "worse now than before." She stated that her vision is blurry at all distances and she noticed a few small dark spots with her left eye when she watches the television. She stated that she sought a second opinion from another surgeon who performed a laser procedure to her left eye to help clear up her vision, but it did not help. She reported that both of her eyes have been watering since the laser; the left eye being worse than the right eye. She reported that she is under the care of another doctor who "ran all kinds of tests" and found that everything was normal. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first eye.